Manufacturer narrative:
Age at time of event- 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the forearm shunt. A 5.00mm/ 90cm 2cm peripheral cutting balloon was selected for use. During the percutaneous transluminal angioplasty procedure, it was noted that the balloon ruptured upon first inflation at 10atm. The device was then simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.